Event description:
This device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. The returned device data was analyzed thoroughly. The battery condition was found to be as expected. The eri battery status was properly activated on (B)(6) 2024, based on the data available. After eri activation, the battery voltage temporarily recovered to a value above the eri threshold. This does not represent a battery malfunction but results in a displayed message during interrogation. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Should additional information become available, this report will be updated.